Event description:
Livanova deutschland received a report that an essenz heart-lung machine (hlm) venous clamp (vc) displayed the error message "vc defective" (error code 2551). The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp (vc). The event occurred in (B)(6), USA. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.